Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack valve, one curved opening on the posterior and flat crease. A leak test and microscopic analysis were performed which identified: valve crack, partial delamination of the valve and one opening striated on the posterior side. Based on the device analysis the final assessment is: cracked valve seat diaphragm valve, partial delamination of the valve (adhesive failure) and one striated opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.